Event description:
The customers' wife called and stated the consumer was walking around the bed when the leg extensions allegedly broke, causing the consumer to fall while using the walker. No serious injury is alleged.

Manufacturer narrative:
Consumer is unsure how they fell. It's unclear if instability and sudden/improper device loading had occurred. MDR filed as a conservative measure.